Event description:
On the patient's one (1) month follow-up, the x-rays showed the bottom or caudal set of screws were angled upwards or cephalad at a very steep angle. Dr felt that the angle of these screws had progressed significantly since the surgery and the hardware had failed.